Event description:
It was reported that the patient passed away on (B)(6) 2022 after an abandoned procedure that took place on (B)(6) 2023. The cause of death reported by the physician's office was a fentanyl overdose.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.